Manufacturer narrative:
This was initially reported on the summary report dated 06/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infection, bowel problems, dyspareunia, emotional distress and a product problem. It was also reported that the plaintiff experienced dysuria associated symptoms including general malaise, sensation of incomplete emptying of the bladder, pelvic pain, urinary frequency, vaginal atrophy, urethral stricture, lower urinary tract infection and mesh in the vaginal wall which was not extruded. The mesh remains implanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00237.

Manufacturer narrative:
Updated information: MFR. Phone number. Additional information: other relevant history.